Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Incoming evaluation found the downstream sensor current reading within specification, and elevated with a fluid filled set loaded. The elevated readings with a fluid filled tube could cause the symptom reported. Evaluation found the downstream pressure plate gap to be 0.155". Downstream occlusion tests were performed per spectrum service manual pm inspection with unit passing. The unit will be reworked to ensure proper functionality.

Event description:
It was reported that a pump failed downstream preventative maintenance testing. It was also reported there was no pt injury.